Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
(B)(6) stated that the rail will not lock into place. She stated the rail hasn't been working for awhile.